Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No autopsy was performed, and no product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Section 1 of this document lists bleeding, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 also lists thromboembolism as a potential late postimplant complication. Additionally, under ¿anticoagulation¿, section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to hemorrhagic shock on (B)(6) 2021 following pump implant on (B)(6) 2021. The outcome was not device or therapy related. No autopsy was performed. The device was explanted. The device will not be returned for evaluation. Privacy laws prohibit the customer from providing information regarding the case. The patient had a history of coronary artery bypass graft (CABG) 10 years prior to the event (left internal mammary artery (lima)- left anterior descending artery (lad), right internal mammary artery (rima) right carotid artery (rca), saphenous vein graft - obtuse marginal artery (svg-om)). Lima and rima grafts were patented by the account. The patient's aortic valve was bicuspid valve. Pulmonary vascular resistance (pvr) was 9.6 woods unit. The patient was dependent on adrenaline for more than 10 to 15 days prior to the event. The patient had undergone bi-femoral embolectomy. The patient's white blood cell (wbc) count was high before the week of implant. The patient's wbc count reduced from 30,000 to 12,000 pre-implant. The patient's bilirubin was high at 2.6 and the patient had an international normalized ratio (inr) of 1.4. Serum creatinine was 3.0 which reduced to 1.9. The patient had bilateral renal artery stenosis. Central venous pressure (cvp) was 19 mmhg. Pulmonary artery (pa) pressures were 80 mmhg. The patient underwent bilateral stenting on (B)(6) 2021. The patient was listed for heart and lung transplantation. The organs were not available during the patient's hospitalization. Due to the patient's dependency on inotropes and unavailability of organs, the account implanted a heartmate 3 as bridge to transplant. The patient was implanted with a heartmate 3 on (B)(6) 2021. Peripheral cardiopulmonary bypass (cpb) was conducted. Many adhesions were noted during sternotomy. The patient required right ventricular centrimag support following the heartmate 3 implant. The patient had severe bleeding following implants. The patient's chest could not be closed. The patient developed disseminated intravascular coagulation (dic). The patient was shifted to the intensive care unit with only a skin close after nearly 22 hours of patient wheeled in. The patient had no urine output while on cardiopulmonary bypass (cpb). The patient required continuous renal replacement therapy (crrt) in the operating theatre (ot). Extensive efforts were made to control bleeding, including treating with blood and blood products. The patient had low flows due to hemorrhagic shock. The patient continued heavily bleeding from the heart while in the ICU. After a period of time, the patient's blood flow reduced. The patient developed cardiac arrest and could not be resuscitated. The heartmate 3 surgery was a redo surgery. Aortic valve replacement was done due to aortic regurgitation with 21 mm epic valve. Left atrial appendage was small. The left atrium was opened but the clot could not be taken out as it was densely attached to the left atrium. Peripheral cpb conducted. Femoral vein 23 fr. Axially cannula was grafted with 8 fr graft. 24fr eopa cannula was inserted for cpb support. Fv catheter was used for draining. 8 fr graft was inserted in to the pulmonary graft. 22 fr eopa catheter was inserted into graft. The bi-femoral embolectomy was prior to the left ventricular assist device (lvad) implant. There was no device-related issue that caused or contributed to the right heart failure. The patient had right heart failure before the lvad implant. The device operated as expected. The bi-femoral embolectomy was performed approximately 10 days before the lvad implant. The blood pump was not to be returned.